Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3.

Event description:
Healthcare professional reported patient redacted she has right ruptured. Later healthcare professional reported "rupture" diagnosed via MRI. This record is for the right side. The device was explanted and replaced by another manufacturer's device.

Event description:
Healthcare professional reported patient redacted she has right ruptured. This record is for the right side. The device was explanted. Later healthcare professional reported "rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.